Event description:
Customer sent an email on (B)(6) 2013, with three attached photographs showing a hi/low bed that broke at the welds.

Manufacturer narrative:
A visual inspection was done this bed frame. The inspection determined that the bracket where the high-low actuator at the foot section mounts onto the backbone of the bed frame broke off. Metallurgical analysis report, dated (B)(4) 2011, on two removed sections from the bed-frame where the weld broke state: both fractures had occurred at the heat affected weld zone at the toe of the attachment welds; there was significant distortion of the 1 x 2 inch rectangular tube typical of a high bending moment stress; the welding process employed (gmaw) was not suitable for the materials and thicknesses being joined; weld size was excessive; heat input was excessive; technique was poor resulting in excessive weld [s]platter and leaving from one to two inches of electrode (wirer) at weld terminations; weld penetration into the attachments was satisfactory; however, penetration into the tube was minimal; and examination of the wear pattern on the lever holes suggest a straight tension loading and the clevis holes indicate a push-pull load which is approximately 15 degrees off of horizontal. The failure appears to have been caused by the application of an overload stress with an undetermined bending moment. The welding deficiencies did not cause these fractures but may have been a contributing factor. We have monitored this problem and this is the 3rd report which came in 9 months after the initial problem. In total, (B)(4) reports have been received. This problem has been assigned CAPA (B)(4), and a f/u report will be submitted upon completion of the correction action.